Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that during automatic registration of the nose, distance sensor mistakenly collected points on the leksell head frame instead of the nose. The field service engineer advised the surgeon to restart registration. Since the surgeon was unable to adjust this portion of the frame to make the nose more accessible, the field service engineer recommended defining the two landmark points (naseon and tip of the nose) higher on the nose. Registration proceeded normally after that. The field service engineer confirmed that leksell frame was mounted in its normal standard position. No clinical consequences were reported, approximately 5 minute delay.

Manufacturer narrative:
It was reported that during automatic registration of the nose, distance sensor collected points on the leksell head frame instead of the nose. Event summary, device history record review and complaint history review did not identify contributing factors. Technical investigation indicated that the leksell frame was standing in front of the nose tip. Therefore, the distance sensor pointed the frame instead of the actual nose tip during the automatic scanning. After redefinition of points higher on the nose the registration was successful. The device worked as intended.

Event description:
It was reported that during automatic registration of the nose, distance sensor mistakenly collected points on the leksell head frame instead of the nose. The field service engineer advised the surgeon to restart registration. Since the surgeon was unable to adjust this portion of the frame to make the nose more accessible, the field service engineer recommended defining the two landmark points (naseon and tip of the nose) higher on the nose. Registration proceeded normally after that. The field service engineer confirmed that leksell frame was mounted in its normal standard position. No clinical consequences were reported, approximately 5 minute delay.